Event description:
It was reported that while using the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin that there was poor barrier separation of sample. The following information was provided by the initial reporter: after centrifugation gel above serum, with adrenal veine sampling and after processing the tube the serum stays below the gel.

Manufacturer narrative:
D4. Medical device lot # 221004. D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown . The manufacturing location for this product is OEM sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.6 investigation summary: "material #: 368774. Lot/batch #: 221004. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel above serum was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each filled with a liquid of the same specific gravity as serum and centrifuged at 1300g for 5 minutes, and the issue of gel above serum was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel above serum. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.